Manufacturer narrative:
Citation: (B)(6). Usefulness of echocardiographic criteria for transcatheter aortic valve implantation without balloon predilation: a single-center experience. J am soc echocardiogr. 2015 apr;28(4):423-9. Doi: 10.1016/j.echo.2015.01.003 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding usefulness of echocardiographic criteria for transcatheter aortic valve implantation (tavi) without balloon predilation. All data were collected from a single center between 2009 and 2014. The study population included 249 patients (predominantly female; mean age 83 years), 28 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: increased mean gradient, concomitant mitral regurgitation, moderate to severe paravalvular leak (pvl), second valve implant, stroke, conduction disturbances with permanent pacemaker implant, and conversion to surgery. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.